Event description:
Weight of circuit pulled the vent tubing off the endotracheal tube (ett). Patient would not receive mechanical ventilation support as intended. Vent alarms whenever circuit is broken.